Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a collapsed pump and a fluid loss. All components were removed, and a new aus was implanted. There were no patient complications reported.